Manufacturer narrative:
Product analysis: at analysis it was determined that the display wire was pinched, wire insulation exposed. Analysis confirmed the customer comment that error 805 occurred, main printed circuit board (pcb) was out of specification electrical. It was noted that the hanger assembly and lower case were broken and the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error code was observed on the external pulse generator (epg). The error was cleared and the device was put back into production but the error code reappeared. The product was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.